Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('bloating') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have weight decreased ("I have lost weight") and experienced abdominal distension (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the weight decreased, abdominal distension and fatigue had resolved. The reporter considered abdominal distension, fatigue and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: weight decreased and abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is duplicate of case: (B)(4). All information related to reporters, events and reference section from this case was added to case: (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('bloating') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have weight decreased ("I have lost weight") and experienced abdominal distension (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the weight decreased, abdominal distension and fatigue had resolved. The reporter considered abdominal distension, fatigue and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: weight decreased and abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received event "fatigue and removal details were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.